Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noisy signals on stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the device data, observed noise on the right atrial (ra) and shock electrogram (egm) and suspected a potential insulation issue with the right atrial (ra) lead. Evaluation of lead integrity, including in-clinic assessment with isometric maneuvers, was recommended. No adverse patient effects were reported. This crt-d remains in service.